Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger g3 country. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing of the patient¿s system found that electrode #6 had an impedance of >10000 ohms when tested at 0.7 v. Review of the patient¿s programmed setting indicated that electrode #6 was programmed as a cathode at the time of report. It was noted that electrodes 4, 10, and 12 were programmed as anodes and electrodes 1, 2, 6, 7, 9, 14, and 15 were programmed as cathodes. It was noted the patient suffered from cluster headaches and used the ins to control acute episodes of the disease. There were no patient symptoms or complications associated with the event, no medical or surgical interventions were needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The chronic pain patient was alive with no injury at the time of report; no complications were reported or anticipated.

Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the high impedance was ¿not related with this contact #6¿ and the high impedance was already like that when the manufacturer representative interrogated the patient¿s ins with a physician programmer. The cause was not reported. There were no patient symptoms associated with the high impedance. The patient was ok at the time of report. It was noted that when the patient had their therapy functioning normally, nothing happened with her. There were no further complications reported or anticipated.